Event description:
It was reported to boston scientific corporation that an rx cytology brush was unpacked for use in a procedure on an unknown date. According to the complainant, after the device was unpacked, when the physician took the device to use it, the handle (thumb ring) detached. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: brush bent.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the brush was partially retracted upon receipt. The handle cannula was bent in several locations and the orange thumb ring was detached. The brush wire was bent approximately 1.4 cm from the distal end of the brush (3 mm from the proximal end of the bristled section). No kinks were identified on the working length of the device. Paint was scraped off of the blue paint band at the distal end of the catheter. Functional evaluation found that when the handle was actuated, the brush would extend fully without issue; however, it would only partially retract due to the bend near the bristle. The brush got stuck at the skived tip of the catheter. Review and analysis of all available information indicated the most probable root cause for this event was handling damage. Most likely, due to some aspect of handling the device prior to use in the procedure, the brush was bent. Once the brush was bent, retracting the brush would be difficult due to the brush getting stuck at the distal end of the extrusion. Continued effort to retract the brush with excessive force during the preparation could cause bends in the pull wire at the handle and detachment of thumb ring. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.